Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d1, d2, d3, d4, d6(a), d6(b), g1, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted.

Event description:
Company's representative reported capsular contracture baker grade unknown. This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.